Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/27/2022, it was reported by a sales representative via email that an ar-1547cds biocomposite-tenodesis screw broke a couple of threads during implantation. This was discovered during an allograft syndesmosis reconstruction on (B)(6) 2022. The broken fragment was retrieved and the case was completed by using a new ar-1547cd. Additional information provided: the procedure was an allograft syndesmosis reconstruction. A 5mm hole was reamed across the fibula and tibia in two spots. The 4.5 mm icon graft was shuttled through both tunnels with tenoscrews to be placed in tibia to fixate it. Bone was rated as good. The first 1ar-1547cds used went in successfully and the second ar-1547cds broke a couple threads in.